Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine interrogation. Upon analysis, it was found the implantable cardioverter-defibrillator exhibited right ventricular oversensing episodes that resulted in pacemaker inhibition. The patient was pacemaker dependent. It was believed the oversensing was due to myopotentials. The device was reprogrammed. The patient was stable.